Event description:
A male with a pre-diagnosis of a long calcified proximal neck underwent initial aaa repair in 2008. The procedure went as labeled. The contralateral iliac leg graft was deployed with a 1.5 stent overlap. Confirmatory angiography revealed the stenosis in the right inside of the main body. Since no significant pressure difference was observed between both sides of the graft, the physician elected to observe the stenosis. About one month later, the pt complained of pain in his right leg. He was examined and the right limb of the main body was found occluded by thrombosis, as the proximal limb of the left iliac leg was protruding into the right side of the main body graft (26mm in diameter). Thrombus was removed about one month later from the occluded limb, and another manufacturer's stent was placed at the stenosis area of the main body. (See also 1820334-2008-00452). The pt is doing fine after surgery.

Manufacturer narrative:
Event eval: still under investigation.